Event description:
The customer reported not receiving a no delivery alarm and she had a bent cannula that was full of blood. The blood glucose reading was 300mg/dl, and she treated with a shot. Attempted to contact the customer to perform the high pressure test with no results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.